Manufacturer narrative:
Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. Motor error during rewind due to plastic packaging bag cover the motor slide pad. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had scratches on their display window. No additional information provided.